Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered implant 4 x 10mm (nt410) and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned devices identified screw fragment in the implant drive feature. Additionally, the implant platform/collar was fractured/damaged. The internal drive feature of the implant were also damaged possibly during removal attempts of the broken screw. However, damage observed on returned devices due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The products were intended for tooth # 46 (fdi). Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU ((B)(6)) rev f - october 2019. Biomet 3i dental implant IFU ((B)(6)) rev h - july 2021. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause device failure. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR could not be reviewed for the unknown biomet screw. Complaint history review: complaint history could not be reviewed for the unknown biomet screw. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information device malfunction did occur and the reported event was confirmed

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported implant at tooth site 46 was removed due to a fractured screw.